Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission after the device triggered eri. The device was explanted and replaced. The patient experienced no injury.

Manufacturer narrative:
(B)(4).